Event description:
The surgeon reported he was just about to put silicone oil in eye and the probe was sitting in the eye cavity in air. A few drops of oil had gone in. The scrub nurse and surgeon smelt burning and saw smoke coming from the light pipe. When they withdrew the light pipe, they noticed the tip was burnt. The completed questionnaire described the event: bullet light pipe melting/disintegrating whilst in use (sic). The surgery was on the right eye for a retinal detachment. The procedure scheduled: vitrectomy and silicone oil. The surgeon reported that there wasn't any complication with the pt following surgery and on the follow-up visit the next day after the surgery. The pt prognosis was noted as good.

Manufacturer narrative:
The light pipe is returning for eval. This was the first use of single-use device. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available.